Manufacturer narrative:
(B)(4). Retainer ring = black. Unit passed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test and selftest. No unexpected insulin flow blocked alarms or no delivery alarms, occlusion anomalies noted during testing. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, scratched, peeling keypad overlay texture, scratched display window cover, peeling, fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. Moisture damage noted on force sensor assembly and motor assembly during visual inspection of the electronics.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer stated that during manual plunger push insulin exited. Customer stated that they during load reservoir alarm recurred. No harm requiring medical intervention was reported. The device will be returned for analysis.